Manufacturer narrative:
Additional information was received indicating that the patient's burn showed no signs of blistering and was only red. The physician assessed the burn as minor. There was no medical intervention provided for the burn as the burn faded over a few days. The patient is doing fine and no further action is required at this time.

Event description:
A report was received that a patient's thigh was burned by the grounding pad. The burn was described as red but did not blister. The patient did disclose that he had used moisturizer on the area prior to the procedure. The hospital noted that the grounding pad was difficult to place due to the amount of hair the patient has. It was assessed that there was no fault of the generator as the settings were optimal. It is not known if treatment was provided for the burn at this time.

Manufacturer narrative:
The grounding pad will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the grounding pad revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's thigh was burned by the grounding pad. The burn was described as red but did not blister. The patient did disclose that he had used moisturizer on the area prior to the procedure. The hospital noted that the grounding pad was difficult to place due to the amount of hair the patient has. It was assessed that there was no fault of the generator as the settings were optimal. It is not known if treatment was provided for the burn at this time.

Event description:
A report was received that a patient's thigh was burned by the grounding pad. The burn was described as red but did not blister. The patient did disclose that he had used moisturizer on the area prior to the procedure. The hospital noted that the grounding pad was difficult to place due to the amount of hair the patient has. It was assessed that there was no fault of the generator as the settings were optimal. It is not known if treatment was provided for the burn at this time.